Manufacturer narrative:
This event is recorded by zimmer biomet under cmp (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was revised due to pain. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No pictures were provided of the head explant or product returned. The provided photograph was identified to be of the products associated with the linked complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Based on the given information and the results of the investigation, a definitive root cause cannot be determined. The reported event for head being heavily pressurized and causing pain could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.